Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the pencil automatically turns on. No patient injury was reported.

Manufacturer narrative:
One used e2100 device was received, and an evaluation confirmed the reported issue. Visual inspection found no defects. Testing of the device found it would self-key when in cut mode. The tactile feel of the switch was satisfactory, indicating the dome had not inverted. An x-ray of the device found no abnormalities or metal contamination. All devices of this type are tested for a self-key condition prior to being stamped with a lot number and shipped, confirming the device did not have this issue when manufactured. The investigation found the most probable root cause to be improper processing by the user, allowing moisture to trap within the device and leading to the self-key condition. The instructions for use included with this device contain sterilization recommendations. If information is provided in the future, a supplemental report will be issued.